Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product, and the lens were returned bent. Visual inspection found haptic bent. (B)(4).

Manufacturer narrative:
Pt weight: unk. PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.1mm vticmo12.1 implantable collamer lens, -7.50/+1.5/082 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.